Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure multiple placements attempted for the right atrial (ra) lead. It was also reported that when the lead was being sewed in place the needle went through the lead. The lead also exhibited unstable and increased thresholds and noise. The lead was removed and replaced. No patient complications have been reported as a result of this event.